Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935m implantable tachy lead implanted: 2013 (B)(6); 4296 implantable pacing lead implanted: 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).